Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 52.1 cm to 51.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported threshold anomaly.

Event description:
It was reported that the right ventricular capture thresholds rose significantly. After increasing the right ventricular pacing output to the maximum output in order to capture and maintain a good safety margin, intermittent diaphragmatic stimulation was observed. The right ventricular lead was explanted and replaced. It was noted that the patient was a drug user and the increased capture thresholds were believed to be related to the drugs. The patient was at end of life care.